Event description:
The customer reported via phone call that there was a serious injury/hospitalization event from their blood glucose. The customer's blood glucose was 114 mg/dl at the time of the call. Customer was also educated on wearing the products in a magnetic resonance imaging machine. The transmitter will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.